Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the reagent probe. Fse replaced the reagent probe collar wash valve and that resolved the leak. Instrument software version is 5.4.08. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leaking reagent probe on their unicel dxc 600 pro synchron system. The leak was contained. No reports of injury or exposure. Customer was wearing personal protective equipment.